Manufacturer narrative:
A patient received 2nd and 3rd degree burns on their thighs post laser hair removal treatment using the yag wavelength. Aloe vera was used for preventative measures. The patient saw their personal physician and was prescribed silver sulfadiazine and an oral antibiotic as intervention. During follow up, it was reported that the patient is healing and no permanent injury is anticipated. The exact cause of the injury could not be determined. This is reportable due to the medical intervention provided in the form of silver sulfadiazine and the oral antibiotic.

Event description:
The patient received 2nd and 3rd degree burns on their thighs, post laser treatment for hair removal. The patient was prescribed silver sulfadiazine and an oral antibiotic as intervention.